Event description:
It was reported that the pt was implanted with one implantable neurostimulator (ins) on each side. The parameters were the same for both sides, but only the left battery was depleted. The device was explanted, but it was not replaced as the left ins pocket became suppurative. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 7426, serial # (B)(4) determined that longevity was not met and the cause was unknown.